Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. As a result, customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose level greater than 600 mg/dl. Reportedly, the customer had ketones and experienced diabetic ketoacidosis but customer was unable to provide additional information about ketone level. Customer was treated with intravenous fluids of saline and insulin. Additionally, a system check was performed, and it was found that the customer was using off label insulin (lyumjev) within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management. At the time of the report with tandem technical support, there was no permanent damage but the customer was still admitted to the ICU and the issue had not yet been resolved. Multiple attempts were made by tandem technical support to obtain customer¿s discharge date, but no response was received. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The tandem user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.